Event description:
During iliac stenting procedure, using micropuncture for access to left groin, encountered difficulty with access. When the micropuncture device was removed, an inch of the dilator tip was missing. Fluoroscopy identified the tip as lying in the patient's subcutaneous tissue, having traversed through the wall of the iliac artery. A vascular surgeon consulted, and took the patient to surgery for foreign body removal.====================== health professional's impression======================unknown, may have been the patient's anatomy====================== manufacturer response for silhouette transitionless push-plus design--stiffened cannula, micropuncture introducer set======================district manager will be in to review the case and examine the device next week.